Event description:
Per the clinic, the patient experienced performance decrement with implanted device and open circuit were noted in 9 electrodes. Hardware exchange and reporogramming attempt were made; however, the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device.